Event description:
Event was reported to (B)(4) by an attorney. The patient experienced pain, extrusion, urinary problems, extrusion, recurrence, and dyspareunia. No further information has been provided.